Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer was unable to adjust the volume on the pump and the device would only vibrate or stay on a loud volume setting. Troubleshooting was not completed for the audio anomaly. The customer also reported sensor glucose versus blood glucose discrepancies. Their sensor glucose reading was 70 mg/dl while their blood glucose reading was 144 mg/dl. They reported receiving various sensor alerts and blood at the sensor insertion site. The insulin pump will be returned for analysis.